Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: during the visual inspection of sample (three suture pieces), the ends of suture pieces were observed cut appears to be by use of a surgical instrument; also, the body suture present elongation and body fluids. As the product code contains an absorbable suture and the sample was received opened, the time of exposure to the environment could not be determined. In addition, a functional test was performed for suture tensile force and the results were above the minimum requirements. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. Additional information was requested and the following was obtained: what type of tissue was the suture placed? Fascia . What was the condition of the tissue (weak, diseased, normal)? Normal . How was the suture placed (interrupted or continuous)? Continuous . Can you explain ¿burst abdomen¿? The abdomen opened up . Can you explain which tissue had the suture break post-op? Fascia . How much (in cm) of the wound was open? Unknown . Can you describe the appearance of the suture on may 23 during second procedure? Suture broke . Was there any patient event prior to the ¿burst abdomen¿ (fall, exercise, movement)? Unknown . Patient pre-existing medical conditions? Unknown . What are the patient age, gender, weight? Unknown . What is the current condition of the patient? Discharged.

Event description:
It was reported that a patient underwent open anterior resection procedure on (B)(6) 2018 and suture was used on the fascia to close the rectus. The patient experienced burst abdomen on (B)(6) 2018 and an additional procedure was performed. It was reported that the suture was found broken and different suture was used to close the patient. The patient has since been discharged. Additional information was requested.